Event description:
It was reported that following an anchor placement, the pt developed "urinary, pelvic and vaginal bleeding, pain and other physical difficulties. These post-surgical problems resulted in add'l surgeries, numerous diagnostic studies, add'l hospitalizations, numerous medical evaluations, and eventually, a urethral lysis and removal of foreign body material." There is no further info available on this case and the device was not returned for eval.